Manufacturer narrative:
Device analysis for lead va0xy4x revealed the distal end was bent new out of the box.

Manufacturer narrative:
(B)(4).

Event description:
The company representative (rep) reported that the patient had the deep brain stimulation (dbs) surgery due to parkinson's disease on (B)(6) 2016. During surgery the doctor found the top contact skewed when he opened it. To avoid the excursion risk, the doctor had to replace a new one from the abnormal one to complete the surgery. The patient's current status was normal. If additional information is received, a follow up report will be sent.